Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report that the sensor gave inaccuracies on (B)(6) 2014. Patient's father claims the device read lower than the fingerstick values.patient's father did not report any injury or medical intervention at the time of contact with dexcom technical support.